Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with incorrect interpretation of rhythm.

Event description:
It was reported that the patient was hospitalized due to atrial fibrillation (af) with high ventricular rate incorrectly identified by the device as ventricular tachycardia (vt). Inappropriate anti-tachycardia pacing was delivered and accelerated the af into vt, which was misdiagnosed by the device as ventricular fibrillation (vf) and resulted in the inappropriate delivery of high voltage (hv) therapy. The arrhythmia was stopped by the hv therapy and the device was reprogrammed. The patient was in stable condition.